Event description:
It was reported that a patient underwent a left pulmonary vein (lpv) isolation ablation procedure with a qdot-micro, uni-directional, d curve, c3, split handle and char was found on the proximal side of the tip electrode. After lpv isolation, char was confirmed by sight once the qdot micro catheter was pulled out from the patient¿s body. Char was wiped off and the procedure was continued. There were no temperature related problems or errors noted. Irrigation was set within the proper range. The patient was anticoagulated with heparin. Activated clotting time (act) was 300. The physician stated that char may have occurred on the proximal side of the electrode tip due to insufficient irrigation when 90w was used. No patient consequences were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-feb-2024, the product investigation was completed. It was reported that a patient underwent a left pulmonary vein (lpv) isolation ablation procedure with a qdot-micro, uni-directional, d curve, c3, split handle and char was found on the proximal side of the tip electrode. After lpv isolation, char was confirmed by sight once the qdot micro catheter was pulled out from the patient¿s body. Char was wiped off and the procedure was continued. There were no temperature related problems or errors noted. Irrigation was set within the proper range. The patient was anticoagulated with heparin. Activated clotting time (act) was 300. The physician stated that char may have occurred on the proximal side of the electrode tip due to insufficient irrigation when 90w was used. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, pump, temperature, and impedance test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the photo provided by the decontamination site, char was observed on the tip. However, during the visual inspection no char residues were observed, this could be related to the decontamination process. The temperature test was performed, and no issues were observed. A pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31103150l and no internal action related to the complaint was found during the review. The char issue reported was confirmed based on the photo provided by the decontamination center. It should be noted that product failure is multifactorial. In the other hand, the irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jan-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).